Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C86074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (3 prior c-sections), parity 3, bulimia, anxiety, depression and anaemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea/painful periods"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion detail: adequate visualization of the tubal ostia bilaterally was achieved and using standard placement technique the coils were placed bilaterally without difficulty and with the patient tolerating the procedure well. Discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removal: (B)(6) 2015. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain, dysmenorrhea, back pain, abdominal pain lower, anxiety, and depression ". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C86074-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (3 prior c-sections), parity 3, bulimia, anxiety, depression and anaemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea/painful periods"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion detail: adequate visualization of the tubal ostia bilaterally was achieved and using standard placement technique the coils were placed bilaterally without difficulty and with the patient tolerating the procedure well. Discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removal: (B)(6) 2015. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain, dysmenorrhea, back pain, abdominal pain lower, anxiety, and depression ". Lot # c86074 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.